Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found burned marks on the teflon pad. A portion of the probe tip and teflon jaw were found broken off.

Event description:
This report is based on manufacturing investigation of the returned device.